Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Product information/lot # not provided. Supplier unable to investigate. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus lancets. Per the customer the lancet needles were bent. Customer did not provide lot number customer threw the box away. Per the customer the package had not been open or damaged when received. Customer did not remember how long she has been using the lancets out of the package. The customer is feeling well and is not having any symptoms regarding their diabetes at this time. No medical attention associated with the use of the product was reported.